Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked on display window noted.

Event description:
The customer¿s wife reported via phone call that insulin pump was damage. The customer's blood glucose value was 265 mg/dl. The insulin pump the esc button was not working correctly and there was crack on the insulin pump screen. The troubleshooting was performed damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.